Event description:
The rptr stated that they did back to back blood glucose tests, within 5 mins. Rptr's results were 448 and 186 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. On followup, the rptr stated that they have difficulty applying blood sample due to having macular degeneration. Rptr's meter and test strip holder have not been cleaned properly. Training was given. No harm was alleged.